Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to excise the excess skin as well as facilitate placement of a longer abutment. The implanted device remains. This report is filed may 6, 2016.

Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced hypertrophy and keloid formation and was treated with steroids. The implanted device remains.